Event description:
It was reported that the patient stated "need to set up an appointment to have the stimulator readjusted." It was further stated that "it's not working properly."

Manufacturer narrative:
Concomitant medical products: product ID: 39565-65, serial# (B)(4), implanted: (B)(6), 2012, product type: lead. Product ID: 37744, serial# (B)(4), product type: programmer, patient. Product ID: 37754, serial# (B)(4), product type: recharger. (B)(4).